Event description:
It was reported during follow up, increasing threshold was observed. Fluoroscopy showed lead had perforated slightly. Lead was explanted. Patient condition after the event was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.